Manufacturer narrative:
Customer complained about the unit having a crack on the battery tube area, unit was exposed to moisture, unit had a blank display and customer had high bgs on event date of (B)(6) 2021. Unit received with blank display. Unit was cut open and the connector j7 pins 1 and 2 on pcba 1 had severe corrosion on the solder joints where the solder deteriorated and caused a partial open. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test due to blank display. Unable to verify high bg anomalies due to blank display. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling/fading end cap address label, cracked case at belt clip rail corner and scratched case. Unit received with corrosion on battery tube, corrosion on the force sensor assembly, corrosion on the motor home switch, corrosion on the lcd assembly, corrosion on pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Unit received with blank display due to the connector j7 pins 1 and 2 on pcba 1 having severe corrosion on the solder joints. Unit was confirmed for cracked case at belt clip rail corner, moisture was present in the electronics and blank display after battery insertion. Unable to confirm high bgs anomalies due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer went into the water with the insulin pump and the screen was full with water. Customer stated there was a crack on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.